Manufacturer narrative:
(B) (4): final device analysis of the pump revealed no anomalies. The pump dispensed normally with normal device function.

Event description:
It was reported that the pt had lost therapeutic effect from their device and had increased pain. A catheter dye study was attempted at an unspecified time but they were unable to withdraw medication from the catheter, so that procedure was aborted. The pt also had a CT myelogram ((B) (6) 2009) to rule out a spinal granuloma; the CT results were negative. The pt was admitted to the hospital in order to wean down his current infusion rate on his pump and maintain pain control using IV narcotic medications. The pt's infusions were incrementally decreased starting on (B) (6) 2010 until (B) (6) 2010, on which day the pump and catheter were replaced. The existing catheter was ligated to prevent csf leaks. A new catheter was implanted and attached to the pump. The new pump was filled with normal saline with plans to eventually start the pt back on prescribed medications in the future. The medications being delivered via the device system were bupivicaine, clonidine hydromorphone, prialt and fentanyl. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.